Event description:
It was reported the device battery voltage read 2.99v but the device had reached elective replacement indicator (eri). The device was explanted and replaced. It was then reported there was concern of infection after placement of the device. The patient was given medication to treat the infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Concomitant medical products: product ID: 5568-45, implantable pacing lead, implanted: (B)(6) 2007. Product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)